Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. This event was identified during a published literature review. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided in the literature.

Event description:
On (B)(6) 2025, a cer literature search was conducted for an esophageal device used to treat gastroesophageal reflux disease (gerd). During the transoral incisionless fundoplication (tif) procedure, an esophageal mucosal tear occurred in the patient requiring closure via 4 endoscopic hemoclips after the successful completion of the primary tif procedure. During a follow-up appointment three days later, a CT study was ordered demonstrating esophageal inflammation within the patient. The patient was readmitted to the healthcare facility and was treated with IV antibiotics. The patient was discharged two days later.